Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7002160.